Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate received a letter from competent authority bfarm reporting that at attempting to insert screws, the concomitant device torx-bit (ie. Screwdriver) was overrunning. It wasn¿t possible to insert the screw final or remove. The removal was carried out using a fixed rod in the screw head and the screw head broke off. Two screws broke. The existing thread (ie. Threaded screw shank) had to be pierced and chiseled out. This went more instruments to break (reported to be depuy synthes spine chisel, forceps, screw extraction kit, catalog numbers unknown). For the patients one resulted to 90 min. Prolonged surgical time, a higher blood loss and a bone defect. The following mfg. Medwatch reports are being filed for the two broken screws, and the chisel, forceps, and extraction kit that were reported to have been involved in the event: 1526439-2014-12043 - broken screw; 1526439-2014-12044 ¿ broken screw; 1526439-2014-12045 ¿ broken chisel; 1526439-2014-12046 ¿ broken forceps; 1526439-2014-12047 ¿ broken screw extraction kit. The international affiliate reports that on (B)(6) 2017 the sales rep received an additional instrument, an expedium quick connect si polyaxial screwdriver, catalog number 279712400, with a broken tip from the same event. The broken tip was not returned with the instrument and its location is unknown to depuy synthes spine. Mfg. Medwatch report no. 1526439-2014-12098 is being submitted for that polyaxial screwdriver.

Manufacturer narrative:
The expedium quick connect si polyaxial screwdriver was not returned for evaluation. Review of the device history record identified no issues during the manufacturing and release of these products that could have contributed to the problem reported by the customer. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
Visual examination of the returned device found the tip of the driver was broken. The device was then sent for fracture analysis. The fracture analysis report revealed plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure. The evaluation of the device does not change the trending and device history review as previously reported. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. However, fracture analysis has determined that a probable root cause is quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.